Event description:
Elderly male with history of coronary artery disease, previous coronary artery bypass graft and severe aortic stenosis. Procedure was transcatheter aortic valve replacement when using the perclose, the device did not deploy, when examined the needle was sticking out of the shaft. No known harm to patient.